Event description:
Reporter alleged the customer received the results of 100-199 mg/dl and 90-99 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that the customer had fallen to his knees because of hypoglycemia and she had to treat him with orange juice and a sugar pill. Reporter stated that his children had to help him up. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.